Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ crease flat observed on the device. ¿ the suture thread is observed in the suture tabs.

Event description:
Company representative reported left side deflation of a tissue expander. Device has been explanted.

Event description:
Company representative reported left side deflation of a tissue expander. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.